Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, because the subject device was not returned and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories" chapter "reprocessing the endoscope" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the oes cystonephrofiberscope tested positive for microbial contamination. The issue was found at reprocessing during a routine culture of the scope. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide information if the facility delays the start of precleaning on the equipment after use or not. The customer did not provide the specific steps taken during the pre-cleaning process. The customer confirmed that pre-soaking is performed if manual cleaning is not performed within one hour after the procedure. During the manual cleaning process, the customer uses neodisher endo clean detergent and brushes the instrument channel and the instrument channel port. The customer uses maj-1888 single use soft cleaning brushes. The customer confirmed that this device passed the leak test. The scope (including all channels) was manually disinfected with neodisher endo dis active. The scope was rinsed prior to applying this disinfectant. The customer did not provide the device or steps taken during the automated endoscope reprocessor (aer) treatment. The scope is dried using a clean towel/paper. Additionally, the endoscope is repeatedly flushed with air using a syringe. The scope is stored in a simple storage cabinet. At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted.